Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system, where a high right ventricular pacing impedance measurement was received via the remote monitoring system. Details of the remote alert were remarkable in that the, out of range pacing impedance alert had been generated on the reported date of the patient's death. Boston scientific was unable to confirm if the alert was issued (B)(4) or (B)(4); however, no allegations were made regarding system functionality. Reportedly, the patient expired due to severe gastroenteritis and no return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.